Event description:
It was reported that cartridge issue occurred and caller declined troubleshooting. There was no reported impact to the customer¿s blood glucose level. Caller requested replacement, so technical support sent replacement and closed case.